Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence and atrophy. The cuff was too big to work properly. The existing aus was explanted and replaced. There were no further patient complications.